Event description:
The patient stated that this morning around 2 am patient noticed the needle button had released. The patient stated she was able to push the needle button back down and it locked in. The patient stated she even heard a click. The patient was asleep and is not sure if she pressed the needle release button. The patient is still wearing the device.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The needle release button was in the unlocked position upon receipt, this state can affect the needle button mechanism. The device passed the needle mechanism test successfully with no issue observed.